Event description:
According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a proximal biliary stricture, which had been previously treated with a sphincterotomy, and dilated with a plastic stent and balloon. During the (B)(6), 2011 stent placement procedure, the plastic stent was not removed, and a sphincterotomy was not performed. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a proximal biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, on (B)(6), 2011, 187 days post study stent placement, the patient experienced severe cholangitis and was admitted to the hospital. On (B)(6), 2011, 190 days post study stent placement, the subject underwent endoscopic intervention for treatment of a migrated stent. The stent was noted to have migrated distally approximately 5cm. The subject had four additional plastic stents placed because a cholangiogram showed evidence of a recurrent stricture. On (B)(6), 2011 the event resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Foreign source: (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.